Manufacturer narrative:
Investigation results: the components were examined visually and microscopically. The pin of the cup inserter which holds the cardan joint in place is broken. Both breakage surfaces show no material deviations like blowholes or foreign material inclusions. The surface of the broken pin shows a little visible damage/imprint which results probably from the screwdriver. Due to the fact that the batch number is not available, a review of the device history records must remain incomplete. According to the quality standard a material defect and production error can be ecluded. Most probably the pin is broken during insertion the cup when the screwdriver still stuck in the insertion instrument. With the hits due to the insertion, the pin probably got in contact (in a heavy way) with the screwdriver (nt412r). As a result of this, probably the pin broke. Furthermore it could be possible that the user turned the cup opposite the complete impactore for increase in torque when the screwdriver still stuck in the instrument. A CAPA was not initiated.

Event description:
It was reported that there was an issue with a cup insertion instrument. Cardan broke while hitting the plasma fit cup and fell into the surgical field. The impactor could be removed from the implant with great effort. Cardan could be salvaged. X-rays were used to ensure that no broken parts remained in the patient. The adverse event is filed under aag (B)(4).